Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: patient is seeking legal action. Update: on 8/29/2012 litigation papers received that allege the patient suffered from pain, disability, emotional distress, exposure to chromium and cobalt and has been damaged, physically and emotionally from said exposure. Left side doi listed as (B)(6) 2007 vs (B)(6) 2007 as originally reported. No new information received that would change the outcome of the investigation. Update rec'd 8/19/2015. Plaintiff's preliminary disclosure form was received.